Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: dizzy, increased thirst/urination and blurry vision. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi non-fasting. The customer¿s expected am fasting blood glucose test result is 200 mg/dl. The customer reported feeling dizzy, having increased thirst/urination and blurry vision. Customer advised that he will be going to urgent care. During the call, a blood test was performed by the customer non-fasting and produced test result of hi using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 10/30/2025 and test strips were opened 2 weeks ago. The meter memory was not reviewed for previous test result history.